Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) stated that there was no issue with the catheter and the hcp did not want to return the catheter portion. However, the cause of the withdrawal was due to the catheter not being in the intrathecal space, they confirmed that while doing a dye study.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone) 20mg/ml. It was reported that the patient experienced withdrawal symptoms. A partial catheter explant occurred on (B)(6) 2024. The spinal portion was pulled out and replaced with a 8781 catheter. Environmental, external, or patient factors that may have led or contributed to the issue were not applicable. At the time of this report, the issue was resolved and the patient status was "alive-no injury". It was noted that, prior to the revision, the dilaudid dose was 1.436mg/day and 0.961mg/day after the revision.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial#:(B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 19-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant inforation as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.